Event description:
Additional information was received that diagnostic imaging was performed and revealed a dislodgement. The event was resolved by repositioning the rv lead. The patient was stable.

Event description:
During an in-clinic follow-up, under-sensing was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.